Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) lead dislodged due to twiddler's syndrome. As a result, unspecified impedance, sensing, and capture issues were noted on the ra and rv leads. Additionally, migration of the implantable cardioverter defibrillator (ICD) was noted. Fluoroscopy was performed, and dislodgement and migration were confirmed. The physician elected to explant and replace both leads, and the ICD pocket was revised. The ICD remained implanted. The patient condition was stable.